Event description:
It is reported that a resolute onyx drug-eluting stent was being used to treat a lesion in the proximal cx. The lesion was heavily calcified. The device was inspected prior to use with no issues noted. The lesion was not pre-dilated. A cutting balloon and a non compliant balloon were used to pre-dilate the lesion. The physician attempted to cross the lesion but he experienced too much resistance. Force was used in the attempt to cross the lesion. The device was removed and on removal it was noted that the distal part of the stent was crushed. Another resolute onyx (same size) was used to complete the procedure. The physician concluded that the lesion was too calcified and that he doesn't blame the onyx stent. No patient injury reported. Evaluation summary: the distal tip was flared. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 1st, 2nd, 3rd and 4th distal segments were deformed. Please note that this device (resolute onyx) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation results: failure to follow instructions (force was used in an attempt to cross lesion; lesion not pre-dilated). Inherent risk of procedure (stent deformation). Patient condition affected effectiveness of device (heavily calcified lesion) . Deformation problem (stent). Evaluation conclusions: failure to follow instructions (force was used in an attempt to cross lesion; lesion not pre-dilated). Known inherent risk of procedure (stent deformation) device failure related to patient condition (heavily calcified lesion). (B)(4).